Manufacturer narrative:
H.6. Investigation: three photos and two samples were received by our quality team for evaluation. From the returned samples were observed with the plunger separated from the stopper due to the plunger head being chipped off. A device history record review found no non-conformances associated with this issue during production of this batch. The probable root cause of the plunger heard being chipped off could be due to the molded plunger tip being hit against the molded plunger target box being transferred from the molding machine to the assembly line. H3 other text : see h.10.

Event description:
It was reported that the stopper in the syringe 1ml ls tuberculin had separated from the plunger. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported that the stopper was separated from the plunger."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper in the syringe 1ml ls tuberculin had separated from the plunger. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported that the stopper was separated from the plunger."